Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists swelling, infection and perforation as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced swelling in the scrotum and penis with his inflatable penile prosthesis (ipp). The patient was diagnosed with infection a week after implant. It was identified that there was a damage to the urethra, which the physician believes occurred during the implant procedure that originated a urine leak from the urethra and ultimately led to the infection. One week after diagnosis, the patient underwent a surgical procedure in which the urethra was repaired, a washout of the infected area was performed and intravenous and antibiotics were prescribed to the patient. The ipp was explanted and a new tactra device was implanted to preserve corporal integrity.

Event description:
It was reported that the patient experienced swelling in the scrotum and penis with his inflatable penile prosthesis (ipp). The patient was diagnosed with infection a week after implant. It was identified that there was a damage to the urethra, which the physician believes occurred during the implant procedure that originated a urine leak from the urethra and ultimately led to the infection. One week after diagnosis, the patient underwent a surgical procedure in which the urethra was repaired, a washout of the infected area was performed and intravenous and antibiotics were prescribed to the patient. The ipp was explanted and a new tactra device was implanted to preserve corporal integrity.